Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia with a documented low of 54 mg/dl, accompanied by repeated low glucose alarms that disrupted sleep; the user exercises for prolonged periods and had already performed two autonomous treatments for lows, had consulted their clinician who advised a small carbohydrate snack at bedtime, and had a higher secondary cgm target set from midnight to early morning, which the agent reviewed and advised adjusting per endocrinology guidance. Symptoms included hypoglycemia and alarm notifications. Outcomes included self-treatment with oral glucose and recovery, with blood glucose noted at 115 mg/dl by the end of the interaction, and no hospitalization. Investigation included customer interview, review of pump settings for overnight secondary target, and troubleshooting and education on pre-bed carbohydrate intake and settings adjustments. Investigation of this case revealed no device malfunction, with hypoglycemia likely related to physiologic factors such as increased activity and overnight insulin needs, and settings optimization was advised. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user-specific factors suspected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.